Manufacturer narrative:
The device has not been returned; therefore, 3m is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is a leur connection leak. Possible causes of luer connection leak are overtightened or under-tightened luer connections, over pressurization of set above 300 mmhg, or applying stress to the tube or luer bond. A review of the batch record found no deviations that could have caused or contributed to the reported malfunction. 3m will continue to monitor.

Event description:
The user facility reported that the 3m¿ ranger¿ blood/fluid warming high flow set tubing was set up, leur connections were tightened, and the tubing came apart when priming with saline. No injuries or medical interventions were reported due to the alleged malfunction.